Manufacturer narrative:
PMA: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing, noise reversion episodes and high ventricular rate episodes were observed on the right ventricular (rv) and right atrial (ra) leads. The physician alleged insulation damage, although it was not confirmed. The event was resolved by capping and replacing the rv and ra leads. The patient was in stable condition. Related to manufacturer report number: 2017865-2020-09903.